Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Additional information obtained from the field which indicated that the non-boston scientific product exhibited noise. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This report is being filed to correct the b2: outcomes attrib to adv event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Additional information obtained from the field which indicated that the non-boston scientific product exhibited noise. No additional adverse patient effects were reported.